Event description:
It was reported that the pacing system analyzer (psa) was not supporting in backup pacing when the programmer was switched off during procedure. The psa was not used and replaced. The patient was in stable condition.